Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blood glucose level of 172 mg/dl and a sensor glucose level of 53 mg/dl. Customer reported that the insulin pump went into threshold suspend and also had sensor and calibration errors. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.